Event description:
It was reported that the stylet had stretched during catheter trimming. The stylet was not cut off. Catheter itself was cut at about 45cm. Discovered before insertion into the body and a different product was used during the operation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the stylet is confirmed and was determined to be use-related. One 5 fr d/l powerpicc catheter and its stylet and t-lock assembly was returned for evaluation. An initial visual observation of the returned catheter and stylet revealed no obvious use residues throughout the devices. The stylet was observed to be partially unraveled and loose. The stylet was observed to be removed from the catheter upon the return of the devices. Microscopic inspection of the returned stylet revealed the distal weld tip of the stylet to be missing from the core wire and coil wire. The break sites of the core wire and the coil wire include shiny, smooth fracture surfaces and an angled break site. The break site characteristics mentioned above are indicative of a break caused by cutting the stylet. The stylet was likely cut during the trimming of the catheter, as the coil wire was observed to have tight coils at the break site. Inspection of the returned device revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.